Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number and exact placement date. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported event of pain and esophageal perforation as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Abdominal or back pain, either steady or cyclic. Possible complications of routine endoscopy & sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed.

Event description:
Reported as: a patient with the orbera intragastric balloon was at "the 6 month mark, patient was under general [and the] balloon was deflated and recaptured the 600cc of saline originally put in." The physician "pulled the balloon up into the esophagus and it got stuck; the doctor began to grasp the balloon again while in the esophagus. The balloon was eventually removed and the patient went home no further issues. [That evening] the patient called doctor complaining of shortness of breath and pain. They returned to the hospital and an esophageal perforation was discovered at the lower 1/3 of the esophagus." Further information provided: "patient was stable, a drain was put in and the patient is being monitored and managed conservatively....the patient is being transferred to a tertiary center for follow up and management."